Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service. The patient came into the emergency room after experiencing a shock. The impantable cardioverter defibrillator (ICD) was interrogated and displayed a less than 10ohm impedance reading. The ICD was electively removed at the same procedure.